Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis event occurred during a study done by (B)(6). The peritonitis was manifested by abdominal pain. Fourteen days prior to receipt of this report the patient was hospitalized. The cause of the peritonitis was unknown. On an unknown date the patient was treated with cefazolin (dose, route, frequency and duration not reported) and ceftazidime (dose, route, frequency and duration not reported). Two days after admission, the patient was discharged from the hospital with intraperitoneal (ip) antibiotics (name of drug, dose, frequency and duration not reported).at the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.